Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for investigation and was checked for possible hama interference. The studies did not show any evidence and the result from the cobas e601 was determined to be correct. Product labeling for the assay states different methods for ca 19-9 can show different results due to the complex nature of the antigen. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings.

Event description:
The customer received questionable high carbohydrate antigen 19-9 (ca 19-9) results for one patient sample. The results from the cobas e601 serial number(B)(4) were: (B)(6) 2014 462.9 iu/ml (B)(6) 2014 469.0 iu/ml (plasma) (B)(6) 2014 471.9 iu/ml (plasma) and 438.2 iu/ml (serum) on (B)(6) 2014, the sample was also tested on a tosoh aia analyzer and the ca 19-9 result was 14.8 ku/l (negative). The results from the cobas e601 were reported outside the laboratory. The patient was not adversely affected. A specific type of interference, likely caused by heterophilic autoantibodies was suspected.